Manufacturer narrative:
Evaluation summary: the reported ¿e¿ markers issues were confirmed on the films provided. The positioning of the ¿e¿ marker while the device was still in the delivery system does not correspond to the position of the contralateral limb. As per the IFU, when confirming the position of the endurant ii and iis bifurcates, ¿the radiopaque marker on the distal stent of the contralateral stub leg is aligned with the contralateral iliac artery.¿ instead of the using the ¿e¿marker. Once deployed, the ¿e¿ marker faced the correct way in relation to the contralateral limb. The cause of the event was related to the failure to use the contralateral limb marker in positioning of the contralateral limb. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 65mm abdominal aortic aneurysm. It was reported during the index procedure, after positioning the main body delivery system, over the guidewire, at the approximate height of the renal arteries, the ¿e¿ marker was positioned in accordance with the IFU. With the ¿e¿ in the correct orientation to facilitate the cannulation of the contra lateral limb, it appeared that the lateral marker on the contralateral limb was on the opposite side of where it was expected (relative to the orientation of the ¿e¿). On deploying the contralaterallimb ,the limb did deploy opposite to where expected relative to the position of the ¿e¿. It was then noted that the ¿e¿, which appeared normal pre deployment, was now inversed and corresponded to the position of the contra limb. The procedure continued and there was no complications in relation to the incident. As per the physician the cause of the event is possible folding of proximal markers. No additional clinical sequelae were reported and the patient is fine.